Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient on a portex blue line ultra tracheostomy tube kit, experienced inflation difficulties. It was stated that for some time, the cuff did not inflate properly. This caused the cannula to not fit correctly and had to be replaced within a few hours to avoid causing harm to the patient.

Event description:
No patient injury was reported and no medical treatment was required.